Manufacturer narrative:
The reported adverse event was broken tooth. The event date is approximate.

Event description:
The consumer alleged the protective clean power toothbrush broke their tooth. No pain and other physical injury were reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.